Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the patient side manipulator (psm) and performed the failure analysis. The failure analysis investigations did not reproduce the customer reported complaint (error 23008 along pitch/axis 2) during the in-house testing. However, the reported issue could be confirmed as having occurred in the field via error logs review. Visual inspection was performed, and no issues were found. The psm was installed onto the testing system and powered up with no issues. Other tests also passed.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted the isi technical support engineer (tse) and connected the customer in a conference call and reported that universal surgical manipulator 1(usm) was not responding and usm 2 was working normally. No error message on the screen and instrument was detected by usm1. The site was using two arms for this procedure. The customer tried reseating the drape changing the cannula and the instrument and tried restarting the system. The customer decided to try usm 3 and confirmed it working. The site was proceeding with surgery usm2 and usm3 as planned. No previous power cycle information is available during the time of the call. The isi tse suggested cleaning the pogo pins on the usm1. The customer informed us they would try after the procedure. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the initial reporter said the customer was not ready to reveal patient details.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse was able to reproduce the reported issue and the isi fse replaced the patient side manipulator (psm) to correct the reported problem. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.